Event description:
The caller reported difficulty with the pump's quick bolus/wake button, which required multiple presses to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support advised the caller on button usage and confirmed the pump's display functionality, despite the button remaining difficult to press. The caller's pump, still under warranty, will be replaced with one featuring updated software. The customer was instructed on returning the defective pump and transferring settings to the replacement. The problematic pump is to be sent back within ten days, and the customer will continue using the current pump until the replacement is received.